Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012761254 was returned and analyzed. No anomalies were identified during external visual inspection of the array and handle segments. During external visual inspection of the shaft segment. On the shaft segment, it was observed that the shaft was broken proximal to the handle tip. On the shaft segment, the dual lumen was observed to be detached from the shaft. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 indicating that there was an electrical current error message received. Hipot and lopot and electrical continuity test. Hipot verification of the integrity of electrode wires failed the steps #1 to #9, #11 to #19. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the shaft segment, an electrode wire was observed to be charred. During inspection of the shaft segment, an electrode wire insulation was observed to be burnt/damaged. In conclusion, the catheter failed the return product inspection due to the anchor ring on the shaft observed to be exposed. An electrode wire insulation in the shaft was observed to be burnt/damaged. A charred electrode wire was observed in the shaft region. The dual lumen was observed detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an over current error was received. The cable was reinserted and power was applied again, but the issue persisted. The cable was replaced and treatment was continued, but the issue remained unchanged. After the catheter was replaced, the issue was resolved. The remainder of the procedure was completed without problems. No patient complications have been reported as a result of this event.